Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown shell. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-03002.

Event description:
It was reported that a patient was revised approximately 8 years post implantation due to patient allegations of severe pain, toxic levels of cobalt and chromium, and metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: 12-103206 name: taperloc por red/dist 12.5x145 lot: 472660, part: 157452 name: m2a-magnum mod hd sz 52 mm lot: 353170, part: 139268 name: m2a-magnum 52-60 mm tpr ins std lot: 670200. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03002, 0001825034-2017-03003, 0001825034-2017-06613.

Event description:
It was reported that a patient was revised due to pain because of a failed left total hip replacement with contracture, deformity, osteolysis, and pelvic fracture nonunion. It was noted that there was evidence of synovitis, and pseudotumor. An open reduction and internal fixation of the ilium fracture occurred. Bone allograft and tantalum augmentation was also used. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through operative notes received. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.